Event description:
It was reported that bd unknown needle would not retract it was reported by customer that when attempting to place IV, nurse tried to pull needle out/ away from catheter. Needle became almost "stuck" difficult to remove. Pulled needle harder and eventually did come out along with catheter, but IV and catheter were split at the tip. Catheter and needle came out intact, however was split/ separated. Verbatim: rcc received a complaint via email. Email(s) attached. When attempting to place IV, nurse tried to pull needle out/ away from catheter. Needle became almost "stuck" difficult to remove. Pulled needle harder and eventually did come out along with catheter, but IV and catheter were split at the tip. Catheter and needle came out intact, however was split/ separated.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 4007164, batch#: unknown. It was reported by customer that when attempting to place IV, nurse tried to pull needle out/ away from catheter. Needle became almost "stuck" difficult to remove. Pulled needle harder and eventually did come out along with catheter, but IV and catheter were split at the tip. Catheter and needle came out intact, however was split/ separated. Verbatim: rcc received a complaint via email. Email(s) attached. When attempting to place IV, nurse tried to pull needle out/ away from catheter. Needle became almost "stuck" difficult to remove. Pulled needle harder and eventually did come out along with catheter, but IV and catheter were split at the tip. Catheter and needle came out intact, however was split/ separated.